Event description:
It was reported that following a laparoscopic colon procedure, patient presented with bowel injury. Insulation on the distal tip of device appears to have cracked. Patient required re-operation.